Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient presented to a post-operative office visit with an infected wound at the pump insertion site. The infection was diagnosed via a physical exam of the wound site performed by the doctor. The entire infusion system was removed to prevent a systemic infection. It was noted that the patient was admitted to the hospital shortly after the pump was implanted with a diagnosis of aspiration pneumonia and stayed there for "30+ days." This hospital stay was noted to possibly be a contributing factor to the infection. Follow up with the representative indicated that the cause of the pneumonia was unknown, and that the patient had severe nausea and vomiting after the implant procedure. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Supplemental report submitted to include concomitant product. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.